Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8978-cp was received for investigation. Visual inspection identified that one of the tips of the eyelet had bent. The screw and driver do not have any issues. Functional testing noted that the driver works smoothly as required. Refer to investigation photos. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0307-eo revision 1. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 6. Ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. 8. Ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via email that the anchor from an ar-8978-cp hand/wrist internalbrace implant system could not be threaded in the bone. This was discovered during a cmc internal brace procedure on (B)(6) 2023. The case was completed using another anchor. Additional information received on 9/11/2023: the case was completed using another ar-8978-cp hand/wrist internalbrace implant system; nothing broke inside the patient.